Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were. A g7 netural liner 36mm i.d was returned. Visual evaluation identified the following: there were nicks, gouges, and scratches that most likely occurred during the insertion attempts. No other damage was noted. Complaint sample was evaluated and the reported event was not confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event.. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the cup. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.